Event description:
During a nephrectomy procedure, received an error code 5 and the clamp arm broke on the tip of the device. Used another like device to finish the procedure. There was no patient consequence.